Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition:pelvic inflammatory disease') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition:depression"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), panic attack ("psychological or psychiatric problems condition:panic attacks"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and dizziness ("neurological conditions or problems type:dizziness"). The patient was treated with alprazolam (xanax) and escitalopram oxalate (lexapro). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, depression, vaginal discharge, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, panic attack, bladder disorder, urinary tract disorder and dizziness outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, panic attack, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for psychiatric disorder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs was received. New events abnormal bleeding (vaginal), bladder infection, urinary tract infection, vaginal infection, panic attacks, bladder problems or changes, urinary problems or changes, pelvic inflammatory disease, dizziness, abnormal bleeding (general) were added. Previously added psychological injury updated with depression. Aka name was added. Treatment drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.